Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after service performed on system earlier this week, the unit was still having issues with taking 3d spins as of now. Patient was present. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and representative arrived onsite and was able to replicate issue. Representative did not find any errors within tech sedecal service console and used foot pedal to which imaging system spun fine every time. They determined root issue was within x ray hand switch. They replaced x-ray hand switch. Successfully system checkout completed. System was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.